Event description:
The surgery center reported that a phacoemulsification machine was displaying 2012 error and foot pedal connectivity issues. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown as it was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm the footpedal connectively issues described by the account. The 2012 error was confirmed. The fss replaced the hard drive to resolve the 2012 error. The fss paired the footpedal and verified the footpedal operations. The footpedal was charged. During the inspection of the machine, the fss found the power switch was intermittently working and had damage to the cable. The power switch was replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications a record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.